Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during patient care, the autopulse platform system displayed user advisory error messages ua12 and ua45, user contacted customer qa team to troubleshoot and he was advised to reset the autopulse platform system shaft back to home. User was unable to troubleshoot, so they performed manual CPR. No consequences or impact to patient. Related MFR number 3010617000-2019-00443 autopulse platform system.

Manufacturer narrative:
The customer reported complaint of autopulse platform (sn (B)(4) displayed ua12 (lifeband not present) and ua45 (not at "home" position after power-on/restart) was confirmed during functional test and per arhive data. Per functional test investigation a switch arm not parallel is the probable root cause for ua12 error message. During the visual inspection, the autopulse platform front cover was found to be cracked; unrelated to the reported complaint event. During initial functional test, the autopulse platform passed initial functional test without any fault of error. Per review of the archive data, multiples faults of ua12 error messages were found on 4/18/2019 and ua45 error message was observed on 4/8/2019, rather than the reported event date of 4/21/2019, thus confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Per additional testing including the lifeband clip detect switch inspection, it was verified that the switch arm was not parallel with the switch block face. As this could potentially cause the autopulse platform to fault with user advisory 12 during compression time. To remedy the un-parallel switch arm, placed a standard belt clip test aid or lifeband, adjusted the switch to ensure that it was parallel with the switch block face. Verified that the switch closes and the autopulse platform did not fault with user advisory 12. The autopulse platform was tested with a large resuscitation test fixture (lrtf) equivalent to 250 lbs with good known test batteries until discharged without any fault or error. The autopulse platform stopped during the compression time due to user advisory 12 and then it was powered by the user. The user turned on the autopulse platform again. At this time the encoder drive shaft was not within the normally acceptable range at 8202 cts when powered on. The driveshaft was rotated to the home position prior to return for service. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for autopulse with serial number (B)(4).